Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shuts down after inserting a new battery. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device shuts down after inserting a new battery. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue was duplicated and verified through review of the software log. The device logged an error indicating a faulty analog pcba and digital pcba. This error cannot be repaired and the device was returned to customer unrepaired.